Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. We were unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that per death certificate, the cause of death was listed as heart, ptsd, and diabetes. The customer passed out at home, the doctor's office stated that it was due to heart issue, a temporary pacemaker was put on the customer, the next day a permanent pace maker was installed, and the following day the customer passed away. The caller stated that the customer's blood glucose was normal before the ambulance took the customer to the hospital on (B)(6) 2015. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the device had been disconnected for half-a day prior to customer's passing due to pace maker installation. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.